Manufacturer narrative:
The catheter for the thermal therapy system was returned to the manufacturer for evaluation. Testing found that the tip of the catheter was charred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9735560, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the cooling catheter of the thermal therapy system was charred. It was reported that the charring was from blood and deformation of the unit during the biopsy portion of the procedure. It was noted that the issue was discovered after removal of the laser fiber from the patient. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.